Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the products in question are the 3.5mm narrow compression plate t15, (541037 7 hole plate for example) and the shorter t15 cortical screws (661412 12mm screw for example). I watched the surgeon drill through both cortices once using the va guide (542028) in what looked like a perpendicular to the plate trajectory. We confirmed it was a 2.5mm drill used. The screw would continue to spin in the hole upon insertion, this happened twice. We then used a longer screw and the same happened again. The surgeon thinks it's because the pitch of the screws are inferior and hence on smaller lengths they don't get as good as purchase as what he uses. Another comment was that the screw head looked too small compared to the dcp hole. This was a problem when a screw was inserted on an angle away from the fracture site. The surgeon found that upon tightening the cortical screw in this trajectory that the space between the screw head and the bottom of the plate was very low and he was worried about screw pull through on the plate."